Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a biomed error, stating please enter biomed passcode. There were no adverse events reported.